Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: articuleze m head 36mm +5 hip femoral head; pinnacle mtl ins neut36idx58od hip acetabular liner; pinnacle sector ii cup 58mm hip acetabular cup; aml high offset lg stat 16.5mm hip femoral stem; pinn can bone screw 6.5mmx20mm hip acetabular cup screw. Initial reporter occupation: non-healthcare professional ¿ attorney.

Event description:
New unity record created in order to update etq (B)(4). Litigation alleges that the patient suffers from pain. Update: 4/26/2013- pfs and medical records received. Part/lot, doi, and dor were also provided for the left hip. Operative noted indicated that the patient suffered from a bone fracture and metal debris. The stem has been added. Record also identified that the right hip was implanted with competitor's product and has been rejected. Update ad (B)(6) 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what were previously alleged, ppf alleges pseudotumor, stroke, heart attack, loosening of cup, metallosis and metal wear. Added cup and bone screw due to alleged loosening of cup. Added lawyer and law firm. Doi: (B)(6) 2007; dor: (B)(6) 2012; (left hip).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available ((B)(4)) used to capture the stroke and surgical intervention. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.